Event description:
The event is reported as: complaint alleges: "aquapak was connected to a mobile oxygen bottle. After usage, the aquapak got broken at the neck (between flow meter and aquapak) and it fell down. Customer stated that no force was applied at all. No consequence for the pt as this occurs after use." No pt injury reported.

Manufacturer narrative:
Sample received by manufacturer, but investigation is incomplete at time of this report.